Event description:
Customer reportedly obtained results of 42mg/dl and mid-100s mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used and no strip information provided. Requested return of suspect device and replacement was sent.